Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a previously implanted surgical aortic valve (unknown manufacturer), it was determined that the surgical aortic valve was undersized. Due to the patient prosthesis mismatch of the surgical aortic valve, the patient was symptomatic. Approximately one year and seventeen days following the implant of the transcatheter bioprosthetic valve, the transcatheter valve and surgical valve were explanted and replaced with a medtronic surgical valve. The physician reported there was no performance issue with the transcatheter bioprosthetic valve. No additional adverse patient effects were reported.